Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. Based on available information and per the physician, the reported positioning failure was due to patient anatomy (flail leaflets). The reported tissue injury appears to be a cascading event of the reported positioning failure. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment of second clip, grasping of leaflets was difficult due to flail leaflets. A chordal rupture was observed while inverting the device into the left atrium. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.